Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement test. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 420mg/dl. Customer treated with manual injection. It was reported that the customer received a motor error alarm. The customer also reported air bubbles in their reservoir. Customer's blood glucose level at the time 360mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.